Event description:
The event is reported as: the device would not power up during patient use. The rt (respiratory therapist) could not reproduce the problem. No report of a patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, serial number: (B)(4) was manufactured on 12/30/2011. The DHR investigation did not show issues related to complaint. A document review (fmea) was conducted and no changes were required. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.